Event description:
Doctor complained that the biopsy needle is unable to get the target tissue sample when performing the temno biopsy needle on patients. Each biopsy needle is performed twice to the patient in order to get the tissue, but all in failure. The company found the batch no. D01mr0568 has serious problem of unable to get the sample. Therefore, the company's doctor rejected the company's products of this batch number.